Manufacturer narrative:
Concomitant: w1tr03 ipg, implanted (B)(6) 2017.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold, no capture, and high and undefined impedance. During lv lead replacement it was noted that the lv lead had pulled directly out of the header of the cardiac resynchronization therapy pacemaker (crt-p). The lv lead was capped and replaced. The crt-p remains in use. The patient reported feeling more tired and had less energy. No further patient complications have been reported as a result of this event.